Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. The field representative was unable to obtain any additional information. The defibrillator remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.